Event description:
It was reported "yesterday, my ivt rn placed a PICC and was able to flush, but not to pull blood back. She got an x-ray to investigate why we could not return blood. It turns out about that a sizeable piece of the guide-wire had broken off and was still located in the PICC line. The PICC was removed and it did not end up causing patient harm, but easily could have. " it was reported the device was secured with a semipermeable dressing. Rn was only able to insert PICC 24cm to be used as a midline. She stopped attempting to thread the catheter when she was unable to advance it & withdrew the wire. She then flushed and attempted to draw blood. When unable to draw blood she obtained a cxr and realized that a piece of the guide-wire had been retained.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), returned physical samples, applicable fmea documents, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken 3cg stylet was confirmed but the exact cause was unknown. The product returned for evaluation was a 5fr t/l powerpicc provena (thick taper). The catheter was returned with needleless injection caps attached to each of the luer hubs and a loose segment of the 3cg stylet tip, 3.1cm in length, was also returned. The main body of the stylet was not returned. The catheter contained usage residue throughout but was otherwise unremarkable. The stylet tip fragment contained two kinks in addition to the break site. Microscopic examination of the stylet tip fragment found blood and usage residue to thickly coat the interior of the polyimide tubing which made assessment of the magnet conditions impossible. Residue likewise coated the polyimide fracture surface. An attempt to clear that residue for further evaluation of the fracture site was unsuccessful. The residue, and lack of available material within an undamaged region, made assessment of the component dimensions impossible. As a result the complaint event could be confirmed but the exact cause was unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reew0882 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "yesterday, my ivt rn placed a PICC and was able to flush, but not to pull blood back. She got an x-ray to investigate why we could not return blood. It turns out about that a sizeable piece of the guide-wire had broken off and was still located in the PICC line. The PICC was removed and it did not end up causing patient harm, but easily could have. It was reported the device was secured with a semipermeable dressing. Rn was only able to insert PICC 24cm to be used as a midline. She stopped attempting to thread the catheter when she was unable to advance it & withdrew the wire. She then flushed and attempted to draw blood. When unable to draw blood she obtained a cxr and realized that a piece of the guide-wire had been retained.